Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# n298744, implanted: (B)(6) 2012, product type accessory; product ID 37754, serial# (B)(4), product type recharger; product ID 355531, lot# n310156, implanted: (B)(6) 2012, product type screening device; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that an issue with high impedances was observed with a patient¿s implanted device. It was stated that the value was (>10000 on one of the leads). It was stated that lead 8-15 were out of range. It was noted that ¿8, 13, and 14 were within normal limits but did not use this lead as the 0-7 lead covered the patient¿s pain pattern fine with good outcome¿. It was reported that the device was reprogrammed. It was noted that the patient¿s battery was reoriented as it did not reflect the correct position. It was stated that the product issue was not resolved and the cause of the issue was not determined. It was stated that the patient was alive with no injury and there were no patient symptoms associated with the event. It was noted that a (B)(4) report was previously started on this patient by another manufacturer¿s representative but the patient changed healthcare professionals (hcp). Additional information received clarified that 5 electrodes on ¿electrodes on lead 8-15 were out of range¿, not that there was high impedance on ¿electron 8-15 and 5¿. It was reported that the patient was reprogrammed to not use the 8-15 lead. It was stated that the patient¿s battery was placed in the buttocks and the device recognized a different position, so the device was reoriented once the patient was reprogrammed. It was reported that the patient then felt tingling where needed.

Event description:
Additional information received clarified that 5 electrodes on ¿electrodes on lead 8-15 were out of range¿, not that there was high impedance on ¿electron 8-15 and 5¿. It was reported that the patient was reprogrammed to not use the 8-15 lead. It was stated that the patient¿s battery was placed in the buttocks and the device recognized a different position, so the device was reoriented once the patient was reprogrammed. It was reported that the patient then felt tingling where needed.